Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited power on reset (por) after the patient had a 'procedure for carpal tunnel with some electrodes on their wrist and neck'. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced shortness of breath and tiredness due to the ipg power on reset causing ipg mode to switch. The ipg was reprogrammed and the patient symptoms resolved.